Event description:
It was reported that the procedure was to treat the 80% stenosed proximal left anterior descending (lad) artery. During predilatation, the trek balloon dilatation catheter (bdc) was used for 3 inflations at 8 atmosphere (atm) at 8 seconds twice, 3 seconds and 6 seconds with good balloon expansion. Angiography showed evidence of a dye hang-up in the subintimal space. This did not expand beyond the lesion. The entire lesion and the area of dye hang-up was covered with a 3 x 16 mm non-abbott stent. This represented a limited dissection with the dye hang-up secondary to the balloon angioplasty. Final angiograms revealed 0% residual stenosis, no evidence of edge dissection, distal embolization or side branch loss. There was an excellent angiographic result. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: balance middleweight, guide cath: cls 3.0, angiomax, plavix, aspirin. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.